Event description:
The lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. Follow up with the clinic determined the lead was replaced for a competitor system at the time of a routine device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was intermittency between the connector pin and cap. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed), the outer insulation was breached cut and had a cosmetic depression and there was blood in/on the helix mechanism.